Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed, in ada site #13 of the patients' mouth, non osseointegration was observed. The patient presented with bone type ii and smokes. Hygiene around the implant was good. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed, in ada site #13 of the patients' mouth, non osseoinntegration was observed. The patient presented with bone type ii and smokes. Hygiene around the implant was good. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.